Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It has been confirmed that the operator has suffered no ill effects and is currently ok.

Event description:
The device operator was cleaning the analyzer probes as part of routine maintenance. The operator then "stuck himself" with a probe while he was replacing the splash guard. The injury was a simple puncture. The operator cleaned, but did not bandage the puncture as it was not bleeding. The operator went to a clinic to have precautionary blood work performed. The operator also received a tetanus shot. The operator was back to work the next day. The operator is currently fine and all infectious testing results came back as negative. The operator will be re-tested in 5 weeks. The operator was wearing a laboratory coat and gloves at the time of the event. The operator was not wearing a face shield or safety glasses.

Manufacturer narrative:
It was determined that the operator did not follow correct procedure when installing the sample probe. The probe is to be installed as the last step in order to prevent finger injury. The operator's manual provides instruction for appropriate sample probe cleaning and installation.